Event description:
The core universal drive was sent for evaluation because while being tested by the manufacturer's field service technician during a routine maintenance visit, it was found to be running without user activation. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Functional and visual evaluation observed a noisy rotation, and burnt sockets. Corrosion damage was noted within the internal components fo the device.